Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the lvp as coming up with a patient site occlusion error it was not designated as a patient related issue. Device was tested and showed patient side pressure sensor bad. Pressure sensor was replaced per customer request. Device pm was performed and passed. Device was returned to customer. Although requested, additional information was not provided.